Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4)

Event description:
It was reported the patient¿s implantable neurostimulator (ins) experienced ¿premature¿ battery depletion. It was stated that as a result of this, the ins was explanted and replaced six days prior to report. It was noted the patient¿s ins had therapeutic impedances of 1544 ohms when programmed with electrodes 2+ and 3- at 160 hz, 3.05 volts, and 60 microseconds. It was stated the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the implantable neurostimulator (ins) found the ¿ins had the eos bit reset to test output. Output was good. Battery voltage was at end of service (eos). Destructive analysis of the ins showed no anomaly found with the ins hybrid. The ins hybrid had a current drain to test the hybrid function. No anomalies seen. Ngt testing done with original battery prior to destructive analysis. Ngt failed due to battery at eos. Ins battery was sent for further analysis. Destructive analysis of the ins battery showed normal depletion with no internal shorting path or un-attributable damage to any of the cell components and indicate no issues with battery performance.¿ the ins had reached eos with an ¿unknown cause¿ for the longevity not being met.

Manufacturer narrative:
The implantable neurostimulator (ins) was programmed to a high cycling mode of 0.1 sec on and 0.1 sec off. Due to the high cycling, this may negatively affect battery life and longevity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.